Event description:
A report that a patient's precision system was explanted due to irritation inside the pocket, and lead was received. The physician assessed that the patient might be allergic to silicone that is in the leads since the irritation was mainly around any skin that was in direct contact to the lead. There was no pus; it appeared to be more of a granulation. The patient was not given any treatment.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis.